Event description:
Second attempt with different lot number for device, still receiving "failure" notice on device indicating bad connection/interference. Boston scientific representative contacted to troubleshooting. Procedure continued without incident.